Manufacturer narrative:
Pump passed functional testings including displacement test, rewind,basic occlusion, occlusion, prime, system sensor and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 407 mg/dl to 467 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the pump passed the high pressure test. Troubleshooting found that after the test, the insulin did not exit the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.